Event description:
Nellcor puritan bennett received a report from a respiratory therapist of a n-550 unit that had stopped having an audible alarm, while being used on a ventilated patient. The patient is in a pediatrics subacute skilled nursing facility. Upon receipt into their facility back from the end user, the unit was tested and the n-550 has audio. They state that the unit is working, they have performed a performance verification, and the company will be putting the n-550 back into service.

Manufacturer narrative:
The monitor is not being returned for evaluation.